Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that catheter leak occurred. Prior to an atrial fibrillation procedure, upon opening the package and flushing a farawave nav catheter, a leak was observed at the valve. The catheter was replaced and procedure was completed with a new catheter. No patient complications were reported.